Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50 serial #: (B)(4) description: linear 3-4 lead, 50cm model #: sc-4316 lot #: 18961078 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was having break through pain at the pocket site due to the placement of the battery. The patient will undergo a scs explant procedure.

Manufacturer narrative:
Additional information was received that no further information could be obtain at this time.

Event description:
A report was received that the patient was having break through pain at the pocket site due to the placement of the battery. The patient will undergo a scs explant procedure.